Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the arterial pump of the s5 system slowed down unexpectedly during a procedure. Attempts by the user to troubleshoot resulted in the pump stopping and alarming. Hand-cranking was used to maintain blood flow until the spare pump was available to complete the procedure. The report indicated that the patient was affected but the specific information was not provided at this time. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Manufacturer narrative:
Sorin group deutschland manufactures the s5 system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the arterial pump of the s5 system slowed down unexpectedly during cardioplegia. Flow was resumed to normal by manual intervention of the encoder. Later, the pump stopped and other pumps alarmed during a module check. Hand-cranking was used to maintain blood flow until a spare pump was available to complete the procedure. The perfusionist was unable to reproduce the problems after the case. A sorin service representative assisted on another case using the same configuration with no issues. All pump and module settings were checked and found to be correct. It should be noted that the mechanical pump failure may have been caused by using the hand crank without switching off the pump. Sorin group (B)(4) stated that no trends have been identified. No further investigation is required. No nonconformities were noted during manufacturing record review. The issue will be monitored for trends and if identified, corrections will be recommended.

Event description:
Sorin group (B)(4) received a report that the arterial pump of the s5 system slowed down unexpectedly during a procedure. Attempts by the user to troubleshoot resulted in the pump stopping and alarming. Hand-cranking was used to maintain blood flow until a spare pump was available to complete the procedure. The report indicated that the patient was affected but specific information was not provided at this time.